Manufacturer narrative:
The initial MDR 2432235-2020-00258 was filed on (B)(6) 2020. Additional information ((B)(6) 2020): siemens headquarters support center (hsc) reviewed the information provided by the customer. The customer reported that the patients were redrawn a week later, and the hcg results increased and were positive for pregnancy at that time. Hsc found that hcg adjustment, quality control and other patient results from this time were acceptable. The customer did not go back and repeat the initial draws for either patient. The samples are not available for further investigation. Hsc cannot determine the cause of these discrepant results. Contributing factors such as sample integrity and/or preanalytical variables cannot be ruled out. A potential product issue has not been identified. The instrument is performing within specification. No further evaluation of the device is required. Sections h6 and h10 were updated to reflect the additional information. Mdr2432235-2020-00257-s1 was filed for the same event.

Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse confirmed that all instrument maintenance was current and found no signs of system contamination. The cse found no related mechanical errors posted to the error log, no known shipping/receiving or facility storage issues, and all reagents and quality control (qc) were handled in accordance with their package insert instructions. The instrument and the qc results were performing within specification. Siemens headquarters support center (hsc) is reviewing the information provided by the customer. MDR 2432235-2020-00257 was also filed for the same event.

Event description:
One discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained using immulite 2000 xpi. The initial result was reported to the physician(s) and was questioned. A repeat result was performed later using the same immulite 2000 xpi and was considered correct. The correct result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg result.